Event description:
The reporter alleges 2 sets of back to back results of: 30mg/dl on 1 inform vs. 136mg/dl on a different inform meter, and 79 mg//dl vs. 147 mg/dl on the same inform meter. Controls were run and in range. No report of an adverse event or treatment based upon the suspect results. Return requested and replacement was sent.